Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the white wire cable was missing from the monitor case. The cause for the damage is likely the cracked monitor case. The root cause for the cracked monitor case cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the cracked monitor case. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, it was discovered that the case was cracked and the white wire cable was missing. The last pt to use this monitor did not report any problems.